Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient said she has burning on a continual basis for about six months. Patient said she has peripheral neuropathy, first diagnosed in 2002 and unrelated to the device/therapy, and is numb from the waist down and did not know whether this was related to their device or not. The patient also reported that their device was possibly nearing the end of its battery life and she didn't have a programmer to check whether the device had reached eri (early replacement indication). Patient¿s previous device had lasted 4 years and the patient¿s current device was 4 years old, so she had an appointment (B)(6) 2019 to get the device checked. The patient noted they also had continuous urinary tract infections (uti) over the past 8-10 months and wasn't sure if it was due to her condition or her battery nearing the end of its battery life. The patient was on antibiotics three times in the last 6 months for uti. There were no further complications that have been reported as a result of this event.